Manufacturer narrative:
Device identification: the returned device was confirmed to be a cable assy, hall effect j5, catalog #: 201405, serial #: (B)(4). Device history review: a review of the DHR associated with rio 417 found quality inspection procedures successfully passed. Device evaluation and results: per gsp case# (B)(4), the fse confirmed j5 hall errors in the system lots. The j5 hall cable was replace, which fixed the issues. Complaint review: a review of complaints in catsweb and trackwise related to p/n 201405 shows no additional complaints related to the failure in this investigation. Conclusions: the failure mode was confirmed. The fse confirmed there were hall errors. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
The surgeon was completing a total hip arthroplasty procedure using the robotic arm interactive orthopedic system (rio), when the robotic arm froze while reaming, reporting a hardware error and a hall error.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon was completing a total hip arthroplasty procedure using the robotic arm interactive orthopedic system (rio), when the robotic arm froze while reaming, reporting a hardware error and a hall error.